Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 24 and 36 hours, the site was infected and the blood glucose (bg) levels were "high" >500 mg/dl. The patient visited the emergency room (ER) where the site was assessed, drained and antibiotics (flucloxacillin 250mg) capsules were prescribed to be taken 4 times a day. A 200% temporary basal program was activated to treat the hyperglycemia. The pod was discarded.